Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 500mcg/ml at 120.58mcg/day via an implantable pump. The patient¿s medical history included intractable spasticity. It was reported that the baclofen pump had an empty reservoir. The patient was going through withdrawal and in the ER (emergency room). The environmental, external or patient factors that may have led or contributed to the issue was the patient did not have the pump filled. The hospital healthcare provider reported that the husband stated that thought they had enough medication in the pump until the next refill. The managing physician¿s office was called regarding the alarming pump. They were instructed to go to ER on (B)(6) 2026. They did not. They arrived to the physician¿s office and the patient was going through withdrawal. An ambulance was called and transported to ER. The diagnostics and troubleshooting included the pump was interrogated in ER. The low reservoir alarmed on (B)(6) 2026 and the empty reservoir alarmed on (B)(6) 2026. The actions and interventions taken to resolve the issue was the patient would be transferred to a different hospital where the physician would do a pump refill. It was noted that the healthcare provider would not have any further information regarding the event.